Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(6) , india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 of the bd discardit¿ ii leakage occurred. The following information was provided by the initial reporter: as per the leetr shared by doctor he sound leakegae in syringe.

Event description:
It was reported that 20 of the bd discardit¿ ii leakage occurred. The following information was provided by the initial reporter: as per the leetr shared by doctor he sound leakegae in syringe.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the reported issue of leakage with lot number 2305318 regarding material number 300847, so retention samples were used for investigation. The device history review of material number 300847 with lot number 2305318 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the retention samples. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. H3 other text : see h10.